Event description:
Facility reports that while transferring a pt using a likorall that the sling slipped off the sling bar and the pt fell to the floor. One safety latch popped off when the sling came off. Same sling was used to get the pt off the floor. No injury was reported. Facility cannot produce the sling for MFR inspection. Incident could not be recreated by the facility, when the product was used correctly.